Event description:
Sales representative was not present during this procedure. He was told that when the surgeon was performing the rotator cuff repair on a female, he implanted the first anchor without issue. When he implanted the 2nd, he went to tie the knot, pulled on the suture and it popped completely free of the eyelet. The surgeon left this anchor in and proceeded to implant a 3rd anchor to complete the case. A delay of twenty minutes resulted. It was confirmed that both sutures were pulled free from the anchor. No patient injury or complications resulted.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure.